Event description:
Report from neighboring facility. Patient transferred from our hospital to neighboring hospital with IV catheter in place. Upon attempt to remove the device the catheter detached and stayed inside patient right antecubital.====================== health professional's impression======================unknown. Somehow the plastic catheter remained in patient upon removal. I've pulled several others to see if I could separate catheter from tip and all are firmly in place.